Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. Visual inspection of the device showed minimal erosion of the screen/electrodes and some discoloration of the spacer. The device's resistance was measured to be 1.047 kohms. The device was connected to a known good controller which displayed an "e7 error". The device was then connected to the known good controller using a bypass box, which revealed the device performed as intended. The complaint was verified. The root cause was determined to be reuse of a single use device. Factors, which may have contributed to the reported complaint include: (1) previous use. (2) disconnecting the wand from the controller after power has been turned on. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopy surgery, when the wand was connected to the quantum ii, it alarmed constantly. No patient injuries or delay reported. Another smith and nephew wand was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.